Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62318. The reported events of iris hernia, inflammation/irritation, central corneal edema, vision loss and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient experienced a reduction in visual acuity to light perception and red eye without secretion after a combo surgery of xen and cataract in the right eye. Patient was diagnosed with endophthalmitis and taken extreme urgency in the operating room to be treated with anterior chamber wash injection of vancomycin and fortum intravitreally and antibiotic eye drops were given in triple therapy combining piperacillin, gentalline and vancomycin. The suites are marked by an iris hernia at the sampling site and the anterior chamber, requiring same-day surgical revision for peripheral iridectomy and suture of the corneal incision in nylon l 0,0. The same day of the operation, the evolution is favorable with a clear cornea. Increase in the inflammatory reaction and fibrin were noted so cortisone eye drops (chibro cadron) was prescribed. Xen was explanted and a second intravitreal injection of vancomycin and folium with a pat subconjunctival injection of celestene. Additional vitrectomy and a new intravitreal injection of vancomycin and fortum were performed. Solupred and intravenous treatment were given to patient. A total ulcer of cornea was noted at a consultation that physician decided to remove antibiotic fortifying eye drops, deemed not related to the device. The cornea was cloudy, deemed device not related and oedematous were noted after antibiotic fortifying eye drops has been stopped. Physician suppressed the intravenous antibiotic therapy by relaying with tavanic 500, 1 tablet morning and evening for one month, as well as a reduction of antibiotic eye drops by introducing rifamycin and ciloxan, associated with chibro cadron. Patient condition stable but there is a lot of fibrin. Patient was prescribed with a relatively heavy treatment combining tavanic, diamox, diffu-k, mopral and solupred. At the local level, patient receives treatment with rifamycin, ciloxan, chibro cadron, vismed, atropine and dualkopt. Patient also developed central corneal edema and retinal detachment when patient came back for a follow-up visit. The event of retinal detachment is secondary to the endophthalmitis, deemed device not related.